Manufacturer narrative:
Serial number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, and patient information are unknown since the serial number was unknown.

Event description:
It was reported that the patient experienced palpitations and muscle stimulation. Programming changes were made. The patient condition was unknown.